Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 42-year-old female patient presenting for elective placement, scai shock stage a. The patient¿s history was unknown. The following day, the patient developed chest bleeding and received fresh frozen plasma and blood products. She was taken back to the operating room for a chest washout. During explant, resistance was encountered in the right axillary artery. Fluoroscopy demonstrated a steep angle suggestive of vessel tortuosity. A sternotomy was reopened, revealing a tortuous innominate artery. The innominate was manually manipulated, allowing the impella to be removed with ease. Incisions were closed, the patient tolerated the procedure well, hemodynamics remained stable throughout, and the patient survived to explant. The reported major bleed requiring blood transfusion and surgical intervention is consistent with perioperative and access-related complications and may be influenced by anatomic factors such as vessel tortuosity and the anticoagulation requirements associated with impella support.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated. H6 med dev prob code a01, a150205 changed to a24, a150207.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number and primary UDI number). Upon review, the section d serial and UDI number have now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the major bleed/asae was not determined due to insufficient clinical details and no product return. The cause of the difficulty to remove was determined to be patient condition related due to the patients tortuous innominate.

Event description:
Additional information was received indicating that the patient experienced chest bleeding the following day, received fresh frozen plasma and blood products, and was returned to the operating room for chest washout.